Manufacturer narrative:
It was later indicated that the device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time.

Manufacturer narrative:
Device return and evaluation are anticipated. The complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation.

Event description:
As reported, after one day of use in the patient the catheter did not provide pulmonary artery pressure. Leaking of medication was noted by the contamination shield when it was removed. It was further indicated that the valve of the introducer was broken. The catheter and the introducer were changed out. There were no patient complications noted.